Event description:
Hcp reported the pt was undergoing hyperbaric chamber treatments for decubiti. Pt was complaining of having increased pain. It was discovered on 5/2002 at pump refill, the reservoir contained 18cc of morphine. "Refill took place as scheduled with the idea of monitoring the function of the pump." No other pt treatment or intervention was performed. The hyperbaric chamber treatments finished. The pt recovered without sequela. On 6/2002, the reservoir volume was found to be the expected 0.9cc.